Event description:
New information received notes there was no complaint on this right atrial (ra) lead. It was electively capped during a routine generator change. The patient was stable before, during and after the case.please retract this report 2017865-2026-07830 as there is no complaint on this lead based on the new information received.

Event description:
It was reported that the right atrial (ra) lead was capped (B)(6) 2026 and replaced for unknown reasons.

Manufacturer narrative:
Correction: please retract this report 2017865-2026-07830 as there is no complaint on this lead based on the new information received.